Event description:
It was reported, the patient heard a single tone alarm every hour since almost a week ago. The pump was used to deliver baclofen. Additional information later reported the patient had tremors and itchiness. Per the reporter this issue had been going on for the last 2 weeks. The patient¿s mother wondered if the medical symptoms the patient was reporting had anything to do with the fact that the pump was low/empty. The patient had tremors in their feet and the patient had been itchy in their groin area and back. The patient¿s hcp was on vacation and the patient¿s general practitioner hcp provided some cream for the itching but it had not helped. The patient¿s father was at the last hcp appointment and the mother did not know if the pump was low or empty. The reporter stated the patient was not given any oral medication.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
Telemetry confirmed a critical alarm was occurring; the alarm was due to zero ml reservoir volume reached. The patient had been titrated off of both the baclofen in the pump and oral baclofen and they wanted to disable the pump. The patient was on zanaflex. The patient was new to this physician¿s practice and the reporter did not know when the pump went dry, but it had been ¿beeping for a while.¿